Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle was slow to retract. The following information was provided by the initial reporter: the needle does not retract straight away when pressing the white button, need to press multiple times.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. The report of slow needle retraction was confirmed for one of the five representative 24g insyte autoguard devices that were provided for investigation. A functional test revealed that the retraction time exceeded the specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.